Event description:
It was reported that the implant at tooth location #19 fractured in the patient's mouth. The implant has been in the mouth for three (3) years and broke at the ¿vent¿ level. The base of the implant is still retained in the ridge and will not be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. D4: lot number unknown / not provided. Additional PMA/510(k) number ¿k011028/k013227. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie did not receive one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1234097. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1234097 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long term loading), clinician selects implant that is unable to resist long-term occlusal loading, missing or confusing instructions for use. Therefore, based on the available information, device malfunction did occur. The fracture has been identified on the bottom. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
Upon follow up, the customer reported that the remainder of the implant is buried and will not be retrieved given the patient's age and preference.